Event description:
Related to MFR report # 2183959-2012-03350, related to MFR report # 2183959-2012-03351. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
(B)(4). Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.